Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was returned unmounted therefore evaluation could not be completed. Therefore, the reported condition was confirmed. This issue has already been addressed in a CAPA, which determined the root cause to be the axial preload on the thread resulting from the tightening of the thread in the assembly process might be not sufficient in the "minimal case". This was further defined as faulty/defective construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device disassembled during use. The part of the procedure that involved the attachment had just been completed when the event occurred; therefore, the patient and the surgery outcome were not affected. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.